Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided information on resetting the pump, assisting the caller with the process, but the customer chose to handle the issue independently and ended the call.